Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was detached and not returned with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore, cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional information was requested and the following was received: did any piece of the blade tip break off inside the patient? No. Was the broken piece retrieved? If yes, what was efforts were done to retrieve the piece? Not required. Did the patient experience any adverse consequences due to this issue? No.

Event description:
It was reported that during a hysterectomy, the harmonic scalpel blade broke. No pieces fell into the patient. Surgery was delayed 30 minutes, but was successfully completed with a new probe. There were no patient consequences.